Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up, down, and ok buttons are intermittently working and has to be pressed several times to get it to work. This issue was observed 3 months ago and has been progressively getting worse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2, date of submission 10/08/2013. Device evaluation: the pump has been returned and evaluated by product analysis on 09/17//2013 with the following findings: investigation revealed that testing confirmed intermittent responses to button presses on the up, down, ok, contrast, and bolus buttons. Unrelated to the initial complaint, the keypad cover was observed to have a hole and was peeling on the lower right corner. The keypad cover was removed to check condition of the button contacts. The internal plug contact was observed to be misaligned and contamination was observed under the contacts of all buttons. The display screen was dim, discolored, and difficult to read. The display was replaced with a test display, and the contrast returned to normal. The pump case was observed to be damaged in the u-groove in the back of pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/17/2013 with the following findings: the complaint of the blank display was not able to be duplicated. The pump powered on and the display was found to be functioning properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.